Event description:
It was reported that bd vacutainer® sst¿ blood collection tube had a molding defect. This was discovered after use. The following information was provided by the initial reporter: material no. 367988, batch no. 9191906. It was reported that the there is a barb on the side of the tube. 2 of 2: barb tube. There is a barb on the side of the tube. Date of event (B)(6) 2019. The stopper was removed and the tube shattered. Date of event (B)(6) 2019. Patient number: unknown.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tube had a molding defect. This was discovered after use. The following information was provided by the initial reporter: material no. 367988. Batch no. 9191906. It was reported that the there is a barb on the side of the tube. 2 of 2: barb tube. There is a barb on the side of the tube. Date of event: (B)(6) 2019. The stopper was removed and the tube shattered. Date of event: (B)(6) 2019. Patient number: unknown.